Event description:
Cranial perforator did not disengage when used, resulting in tear to dura. Perforator was checked prior to procedure and after use and engaged when checked. Physician technique as usual.